Manufacturer narrative:
(B) (4). An investigation is currently underway upon completion the results will be forwarded.

Event description:
On 03.05.10, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that in or about the period for (B) (6) 2007 through (B) (6) 2008, the heparin lock flush product that contained alleged contaminants was ultimately administered to the pt and the pt was caused to and did suffer physical injuries.